Event description:
Info was received that reported a pt was treated by paramedics in 2007 due to an incident of hypoglycemia. The pt reports the evening before the incident she dropped the device. She was able to reload the insulin cartridge and the device was noted to deliver insulin. The device did not alarm or alert. The pt reattached to the device the next day, in addition to reattaching to the insulin pump the pt also gave themselves an insulin injection. She then went to the beauty shop where she became unconscious. The paramedics were called and they measured her blood glucose at 35mg/dl. They treated her on site with glucose. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.